Event description:
During routine testing of the device at the service center, the service technician reported that the single board computer printer circuit board assembly did not allow the traveling standard reference sensor data to be written to erasable electronically programmable read only memory. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.